Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the ER. Episodes of post-paced t-wave oversensing on the ventricular lead were noted on the ventricular lead. Oversensing was noted on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. Dft and further actions will be discussed with the physician.